Event description:
It was reported that due to a cryoablation procedure, the patient experienced pulmonary vein stenosis. It was noted that the patient was diagnosed via CT scan which demonstrated approximately twenty percent blockage. No further patient complications have been reported as a result of this event.